Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, the patient reported the events of infusion set fell off during use with two infusion sets. The infusion set had been used for 2 days during first event and few minutes for second event. The blood glucose level was 240 mg/dl at the time event. Therefore, the patient replaced infusion sets and resumed insulin successfully. No further information available.

Manufacturer narrative:
MDR 3003442380-2024-02880 - device 1 of 2.